Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/24/2020. Additional h3 investigation summary: it was reported pull off - suture needle. One empty opened folder, a detached needle and one dispensed suture of product code zb371 were received for analysis. During the visual inspection of the needle the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and suture was used. During the procedure, after opening the package, the needle was detached from the suture easily when trying to use it. There were no adverse consequences to the patient. No additional information was provided.